Event description:
During procedure, the curette broke in half, both pieces were recovered from the operative field. The procedure was completed without further incident. There was no injury to the patient.